Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon explant, the device was found empty which indicates fluid leakage at an unknown location. A new aus was implanted. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon explant, the device was found empty which indicates fluid leakage at an unknown location. A new aus was implanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was identified to have folds. Also, a large tear was identified in the shell consistent with avulsion and fatigue. The cuff and pump components were visually inspected and underwent leak testing. However, no visual damage nor abnormalities were identified. Both components passed leak testing. Based on the information available and analysis results, the tear found in the balloon could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.